Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the lead insulation overlay tubing was breached/cut and had blood ingression. Also, the helix was distorted/bent, the distal end low voltage electrode had blood and there was apparent explant damage. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported within a month post implant that the patient presented to the emergency room after almost passing out several times at home. The right ventricular (rv) lead was dislodged with non-capture and the threshold was 6 volts at 1.3 milliseconds. The output was reprogrammed and the lead was planned to be revised the following day. An hour later, there was non-capture again with a 12 second pause so the rv lead was revised at that time. During the revision, the rv lead helix was retracted and the lead attempted to be repositioned but the helix would not deploy again even with several attempts, including on the table after the lead was explanted. The lead was replaced with a new lead. No further patient complications have been reported as a result of this event.